Event description:
Provider alleges that the bolt welded to the side panel of the rail that connects the hardware that attaches to the frame. Provider alleges that the bolt snapped off on the side that is not up against the wall.